Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The adhesive pad was fully attached to the returned device. No issues with the adhesive pad or welds were identified.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels were greater than 13.9 mmol/l (250 mg/dl) while wearing the pod for less than 1 hour. The pod was reportedly tearing away from the adhesive backing and fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was successfully applied.